Manufacturer narrative:
Event problem and evaluation codes: results: (evaluation result): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): based on the DHR review and root cause analysis, the probable cause is likely due to the end user handling of the lens. The missing portion of the lens is easy to detect under in-process final inspection and no direct physical contact is made after the visual inspection. Per medical review: reportedly, intraoperative micl removal/exchange was performed to address lens damage ("tear") that was observed during insertion. No report of incision enlargement or any other tissue damage. According to report by a technician, dated on 12/18/15, there was no patient injury during removal of damaged icl and a backup lens was successfully implanted. The same report stated that the cause of the event was unknown. No reported postoperative sequelae. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter and the lens tore. The lens was removed with no patient injury and the backup lens was implanted.